Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface right (sasi) that connects to the saw handpiece was very loose. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During evaluation, it was determined, that the reported condition of the device was loose, was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined, that the saw clamp component was stiff/jammed and would not articulate freely, due to improper cleaning/lubrication. The device was manufactured, inspected and released to all approved specifications. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.